Event description:
Implant migration. Matrixx tlif implant migrated as noticed in follow-up patient visits. When surgeon put the implant in originally, it wasn't fully turned into position as desired, but surgeon made a judgement call to leave the implant in place given the implant's anti-migration capabilities in order to avoid possible nerve damage by further implant positioning. This sub-optimal positioning resulted in the implant irritating a nerve root, and a revision surgery was thus scheduled 6 months after the original implantation. There was significant bone growth on the implant, but the surgeon was able to knock it out of position to remove it.